Event description:
It was reported by the customer that a pyxis medstation es system displayed a prompt message that states (xxx days to change password). The customer reported that there was a delay in dispensing medication to the patients and user was able to get medications from the another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.